Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead also had high thresholds, no capture at max outputs, and high impedance on the pacing and superior vena cava (svc) coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.